Manufacturer narrative:
On 9/2/2016: during follow up with tandem technical support, the customer stated that altitude alarm was still occuring. The customer stated was using manual injections as alternate insulin therapy. The customer stated blood glucose levels were not affected at the time of the call. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. Reportedly, the customer wears the pump in the pocket. The customer's blood glucose level (bg) was impacted 246-342 mg/dl and the customer administered a manual injection to address bg level.